Event description:
The customer from spain reported dispensing problems. The customer was instructed how to tighten the stopcock dilutor. The customer finished the staining pouring hematoxylin manually. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.